Event description:
Customer called to report a pressure dome leak on the collect tubing, customer states the kit lot c323/798 primed without any alarms and after only drawing about 20ml whole blood processed in single needle at 20ml/min, they noticed the leak at the collect pressure dome/tubing area, at which point the treatment was aborted, the patient is stable and is currently being treated on a difference cellex instrument using a new kit. Customer states she was not the operator who installed the kit, customer states that the leak looks like it could be at the tubing that enters the pressure dome, therefore she was not sure if the operator that installed the kit could have identified a defect if they did indeed inspect the pressure dome membrane before installation. Customer states she would discuss the importance of inspected the kit and the pressure dome membranes before installation with the operator that installed the kit. Service order (B)(4) was dispatched. Customer did not return product for investigation.

Manufacturer narrative:
A review of lot c323 was conducted. There were no nonconformances associated with this type of failure for this lot. The lot met release requirements. Trends have been reviewed for this complaint category and no trends have been detected for pressure dome membrane leaks nor for tubing leaks; CAPA's (B)(4) were already opened to investigate this type of events. Service order (B)(4) completed: service engineer cleaned/disinfected instrument; performed checkout procedure. No further action required. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. (B)(4).